Manufacturer narrative:
On (B)(4) 2014, customer technical support (cts) instructed the customer to reattached a disconnected tubing at fy 85a in the vicinity of the retic (reticulocyte) clearing solution (ghost) pump pm6, resolving the leak. On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified the center pad in the blood sampling valve (bsv) was not fully rotating. The fse cleaned and lubricated the bsv and there were no aspiration errors observed following service. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 750 hematology analyzer. The leak was described as a clear fluid leak of approximately 2 cups from the instrument. The leak was not contained. The customer also reported aspiration c errors. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.